Event description:
Diaphragmatic stimulation was noted on this lead following implantation. On (B)(6) 2011, the pt was brought in for a revision procedure. This lead was explanted and another corox was attempted, but could not be placed without capture issues or diaphragmatic stimulation. Therefore, the physician re-implanted this lead with good measurements. All records indicate that this lead remains actively implanted. Should additional info becomes available, this event will be updated.